Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had partial display screen. The blood glucose was unknown at the time of the incident. Troubleshooting steps were guided for partial display screen. Customer stated that, the pump does show signs of physical damage as corrosion, screen spot at the battery compartment and screen respectively. Customer advised to replace and discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with missing segments and partial display with vertical/horizontal black lines due to cracked lcd glass. Unable to perform the self-test and displacement test due to cracked lcd glass. The insulin pump was also received with scratched case and corroded battery tube.